Manufacturer narrative:
A siemens healthcare diagnostics inc. (Siemens) field service engineer (fse) was dispatched to the customer site to investigate and determine the cause of the white blood cell basophil (wbcb) error flags on the advia 120 with autosampler instrument. The fse determined that the perox waste syringe and the rbc/plt/baso syringe were tubed incorrectly, that valve #25 was not working and that the ez wash solution was not being consumed due to the tubing connector on the top of the bottle was loose. The fse corrected these issues, performed a system wash three times, performed the startup procedure and ran quality control material, which was within specified limits. The cause of the wbcb error flags on the advia 120 with autosampler instrument is unknown. Siemens has also determined that the customer failed to follow operator guide instructions, which state "whenever a flag is triggered, the user should review the results and take appropriate action.". The flagged result should have been confirmed on the instrument concerned prior to releasing the results to the physician. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
White blood cell basophil (wbcb) error flags obtained on three (3) patient samples on the advia 120 with autosampler instrument. The patient results were sent to the nursing staff on the oncology ward, who questioned the results. The physician was notified of the erroneous results. The laboratory then noticed the wbcb error flags and sent the patient samples to another lab for analysis. Corrected reports were sent to the physician. No patient data was provided by the customer. There are no known reports of patient intervention or adverse health consequences due to the wbcb flagged results.